Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found that as received, a complete lead was returned in two pieces. Visual examination found two external insulation abrasions with intact silicone insulation beneath both locations. The cause was consistent with friction to the device can. All other damages were sustained during the procedure.